Event description:
Healthcare provider guusje neijens reported the patient was hospitalized with hyperglycemia. The personal diabetes manager reportedly will not turn on. The pod was removed and the patient received IV fluids for treatment. The patient initially visited the emergency room and was admitted to the hospital. Blood glucose levels were unreadable in the beginning. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Patient contacted on (B)(6) 2025 and provided additional information regarding the incident. Update to section b5 - describe event or problem. H6 - adverse event problem health effect - clinical code added e1205 remove e120501.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Healthcare provider guusje neijens reported the patient was hospitalized with diabetic ketoacidosis. The personal diabetes manager reportedly will not turn on. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.